Event description:
It was reported the patient¿s lead had high impedances over 10000 ohms. Impedance testing was performed on the lead. The lead was explanted and replaced. The patient had less than 50 percent therapy relief, and had pain at the lead location. Additional information received reported the patient was very fine. There was no fall or trauma associated with the high impedances.

Manufacturer narrative:
Concomitant medical products: product ID 977a290, lot# 020600947, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID 977a290, lot# 020600947, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID 97791, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead found that the conductor of the lead body was broken at the injex anchor site. It was noted the #0, 3, 4, 5, and 7 conductors were broken 16.2 cm from the distal end of the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.